Manufacturer narrative:
A6: race: requested, not provided a review of the device history record of the product code/lot number combination was conducted with no findings. The actual device was not available for returned; therefore, an evaluation of the actual device will not be conducted. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that a routine heart catheterization was performed. Femoral angio was performed and deemed good access, closure with the involved angio-seal device. While the tech was closing with the angio-seal, the angio-seal sheath was inserted, while the dilator pushed back. The dilator was then grasped while inserting the sheath and performed the angio-seal successfully. There was no hematoma noted and hemostasis was obtained. Estimated blood loss was less than 250cc. The patient was in stable condition and was discharged. The event occurred post-treatment. The patient was not injured, medical or surgical intervention was not required.

Manufacturer narrative:
This report is being sent as follow-up # 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed insertion difficulties that the user experienced since the sample was not returned for evaluation. Based on the information given, the exact root cause of the event cannot be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/ hazard based risk table (hbrt).